Manufacturer narrative:
(B)(4). The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted. The helix was presumed to be bent after using force to advance the lead through a kinked sheath. The physician had difficulty extending and retracting the helix, therefore asked for a new lead. This malfunction caused the procedure to be extended. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted. The helix was presumed to be bent after using force to advance the lead through a kinked sheath. The physician had difficulty extending and retracting the helix, therefore asked for a new lead. This malfunction caused the procedure to be extended. No additional adverse patient effects were reported. The lead was returned for analysis. Product analysis was completed and a bent was observed on the lead. Continuity and electrical tests were passed.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the procedure was prolonged. Product investigation was completed. This lead was returned with a bent. It was subjected to and passed continuity, hi-pot and the device to device interaction (with stylet) tests. Lead was determined to have met specifications.